Manufacturer narrative:
\ No trend identified. The compatibility check was performed and showed that the product combination was approved. Review of incoming information: it is reported that v-tek screws do not fit in the hexagonal screwdriver and there is not total insertion without damage. It is also reported that v-tek and cbs implants have little depth for the wrench insertion, resulting in drop of the screw in the surgical field and a deficiency of the final grip when faces to great bone strength. Two pictures are available. One picture shows a screw and the screwdriver. The other shows a screw and a screw holder. Review of internal documents: the surgical technique contains information and illustrations about the positioning of the v-tek and cbs screws. The technical drawings of the screwdriver and the screw were reviewed. The screw-driver-blade tx6, 90 mm ao-shaft which is part of the screwdriver is not cannulated and do not permit to tighten the screw with an inserted guidewire. The tip of the screwdriver blade is tx6 which is the same as the one of the screw. The depth of the tx6 on the screw is 1,1mm. Possible causes for the reported event according dfmea: line 5 : instrument cannot be used with the mating instrument or mating implant as intended -> due to failure of instrument mating condition. Line 8 : instrument breaks, deforms or inadequate function. -> due to excessive deterioration of instruments during long term use. Line 21 : deterioration of instrument function -> due to damaged instrument due to transport. Line 23 : damaged instruments, implants, body or wrong operational step -> due to surgeon or staff unfamiliar with implantation technique. Line 32 : inadequate usability of instrument -> due to inadequate design for intended handling performance. 2. Comparison to investigation results whether it is possible and justification: line 5 : possible -> as no product was returned, this point cannot be excluded. Line 8 : possible -> as it is not possible to determine the term of use and no product was returned, this point cannot be excluded. Line 21 : possible -> as no product was returned, this point cannot be excluded. Line 23 : possible -> as no product was returned and the instrument use is unknown, this point cannot be excluded. Line 32 : possible -> as no product was returned, this point cannot be excluded. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. It is reported that the screw can drop in the surgical field and a deficiency of the final grip when faces to great bone strength. The screw-driver-blade tx6, 90 mm ao-shaft which is part of the screwdriver is not cannulated and do not permit to tighten the screw with an inserted guidewire. However, it is possible to order a screw driver blade tx6, cannulated, ao (B)(4) which could improve the tightening of the screws directly on the guide wire. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2015: "v-tek screws do not fit in the hexagonal screwdriver and there is not total insertion without damage. V-tek and cbs implants have little depth for the wrench insertion, resulting in drop of the screw in the surgical field and a deficiency of the final grip when faces to great bone strength." No further information available at this time.